Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The flow sensors were replaced, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2018 phone call, (B)(6) 2018 phone call, (B)(6) 2018 phone call.

Event description:
The hospital reported the unit was not allowing the patient to exhale during a case. There was no report of patient injury.